Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A presentation with the title ¿bilateral use of the gore ibe device for bilateral cia aneurysms and a first interim analysis of the prospective iceberg registry¿ was held by dr. (B)(6) at the (B)(6) on (B)(6) 2019. The presentation included initial results of the ongoing iceberg study that included 101 patients at eight international sites that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Among other occurrences, the presentation mentions 4 early occlusions of the hypogastric branch. Additional details were not provided. The following additional info was reported to gore on may 3, 2019: patient (B)(6) presented with thrombosis of the ibe internal iliac component (hgb) within 30 days from the implant procedure. It was stated that the patient was asymptomatic. The physician assumes that the thrombosis was caused by excessive tortuosity of the hypogastric artery and due to the presence of a stenosis at the origin of the hypogastric artery. In addition, the patient refused to consume the prescribed clopidogrel.